Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update manufactured date. (B)(4).

Event description:
It was reported that a patient underwent a procedure with an ep shuttle system 100w wherein the clinical engineers observed that the ep shuttle generator temperature continued to increase after reaching the cut-off value and it could not be controlled (unspecified). There were no patient consequences. This event has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 9/20/2018, the manufacture date of the unit was received. As such, device manufacture date has been populated. It was originally reported that the clinical engineers observed the ep shuttle generator temperature continued to increase after reaching the cut-off value and could not be controlled (unspecified). There were no patient consequences. This issue is MDR reportable. Additional information received on 9/24/2018, indicates the system stopped ablation when the cut-off value was exceeded, no error messages were observed, and the generator was set on temperature control mode. Per the additional information received, this complaint has been reassessed as not MDR reportable. However, since this file has already been reported to FDA, bwi will continue to report MDR supplemental reports and the file will remain ¿reportable¿. Product evaluation details: it was reported by the bwi representative and salesperson that there was no need for repair of generator and the unit is ready for use. As such, the investigation has been closed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).